Event description:
The rotator broke while performing a left ventriculogram procedure using a power injector. There was no report of harm or injury.

Manufacturer narrative:
Device eval: the suspect device has not been received for eval. A review of the device history record did not reveal any exception documents. Complaint database was reviewed and found no similar complaints for this lot number. Device history record was reviewed; complaint database was reviewed. Conclusion: a follow-up report will be submitted when the device eval is completed.